Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver changed the profile on its own. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/06/2017 that on (B)(6) 2017, the receiver changed the profile on its own. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up with an error. Functional testing was unable to be performed. A review of the downloaded data log but could not confirm the reported event because the data not reflect the full investigation window. A root cause could not be determined.